Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a new patient was implanted with bilateral vim stage 1. Everything went well on the left side but when implanting right side patient experienced shortness of breath, loss of consciousness after micro electro recording was performed. The healthcare provider decided to go ahead and implant right lead and close up. Impedances for both sides were good. Shortly after this, patient came to. Additional information was received from the manufacturer representative. The patient was sent for a head CT post op. Stage ii for this patient has been scheduled. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported the CT was normal. The stage 2 for this patient was performed on (B)(6) 2022. The cause of the loss of consciousness and shortness of breath was undeterminable. The stage 2 procedure went normally with no issues.